Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was a checksum error. After device software download, the device exhibited normal characteristics.

Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated. Further troubleshooting revealed that the device exhibited intermittent output and backup vvi operation. No intervention or patient symptoms were reported.